Event description:
It was reported that a low recirculation volume apd set with cassette was a missing a component from its patient line. This was noticed during the ¿connect bags¿ phase of therapy, while the patient was not connected. The technical service representative (tsr) advised the care giver (cg) to have the patient start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.